Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device; however the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a urological procedure the device fired four times successfully. On the fifth firing the device would not fire. Unknown how the case was completed. There was no patient consequence. (B)(6).